Event description:
It was reported that pump generated tandem mobi cartridge alarm during use, and caller confirmed no exposure to magnets and no prior similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge from pump, delivered 9-unit bolus with confirmation of successful delivery, reloaded same cartridge, and successfully resumed insulin therapy, so issue was resolved.